Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The fiber optic cable was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was unable to be confirmed. The fiber optic cable was returned cut in multiple places for ease of removal from the system. Unable to confirm intermittent issue due to physical damage. The manufacturer representative went to the site to test the imaging system. The replaced the fiber optic cable and performed a system checkout. The system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the paxscan stated an error 43. Pendant was functioning as intended. No patient was present at the time of the event.